Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was during the patient procedure. The treatment was completed with some delay in functionality of moving c-arm. It was reported to philips that the c-arm geometry movements stopped intermittently. Upon troubleshooting fse found that the c-arm movements were intermittently stopping. The cause of the mvr high power board failure could not be conclusively determined by the supplier's part analysis, however the replacement of the spc8 (mvr high power board) by the field service engineer has resolved the reported issue and restored the functionality of the system. The same issue reoccurred after a few days, where fse replaced all c-arm bearings and calibrated system. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements stopped intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.